Manufacturer narrative:
(B)(4). The customer evaluated the device.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.